Manufacturer narrative:
The screw was removed and discarded by the physician and further evaluation of the device was not possible. The product literature for this device establishes that "these devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If hearing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." There is insufficient information to establish whether the device failure can be attributed to a defect of the screw or some external factor, and the root cause of the malfunction can not be determined at this time.

Event description:
Physician reported that the patient received an l5-s1 psf in 2006 with the nuvasive spherx pedicle screw spinal fixation system. During a routine followup visit five months later, the patient reported increasing pain. Through x-rays, the physician identified that the left screw at s1 had broken at the base on the tulip head. The physician could not confirm that fusion was successful. Revision surgery was performed sixteen days later with no adverse outcome to the patient.